Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when mobilizing mesentery on a laparoscopic modified duodenal switch, the surgeon was able to squeeze the handle and jaws were able to close and there were no issues experienced with loading or firing of the clips. However, partial oozing was present that needed multiple reseals to address. It was stated that clips were not able to form properly and on a few clips, the proximal end of the clips were open and did not properly ligate. Clips were removed by a grasper and new clips were applied. A new sealer was also used to complete the case. There was no patient injury.